Event description:
Reporter said her son uses dexcom g6 glucose monitoring system and it has malfunctioned so many times. She said it has two specific issues. The needle is not retracting and the applicator is not releasing. Reporter said she contacted dexcom to report this problem and was told it would go away but the problem is still going.